Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (B)(4), that was being used with the receiver during the reported event of permanent loss of antenna was returned. Evaluation of the returned transmitter confirmed the reported event. The root cause was determined to be a failed transmitter.